Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump had a frozen screen. Troubleshooting was performed. The buttons delayed to respond when they were pressed. The battery was removed and not all the buttons were responding. Advised customer to call back in two hours if the display does not return. No further information was provided.